Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleed (gi) could not be conclusively determined. Gi bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 25 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was implanted on (B)(6) 2017. It was reported that on (B)(6) 2017, that the patient had a major bleeding event and the site of bleeding was the upper gastrointestinal site. The patient was transfused with 2 units of packed red blood cells. No other information was provided.